Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, near the end of the surgery, the instruments were removed from the surgical site to perform an exchange, and an instrument with a damaged/broken cable was identified. No alerts or issues were evident during the course of the surgery. The procedure was completed with no reported injury.